Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrence incontinence suspected from a leakage in the system. A revision surgery was performed during which the physician confirm the pressure regulating balloon have hole in it. The existing device was explanted. There were no further patient complications.